Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus. Therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a b30 scope communication error. The event was identified during the demonstration. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The subject device was not returned for evaluation. Per the response from the customer, after troubleshooting the issue was narrowed down to a scope and they will be keeping the unit, not returning. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.